Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call of issues with the customer's high blood glucose readings. The customer states they were 230mg/dl, but after a set change, went up to 432mg/dl. Troubleshoot was conducted, but it was not able to be completed. The customer was advised to change the set when they had the materials to do so, and call back if blood glucose levels remain high.